Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that by the contact that the customer received multiple temperature alarms while the pump was charging. The customer's blood glucose level was not impacted and will use insulin injections to manage diabetes.